Event description:
Pt had angioplasty in 2003. Eleven days later, developed pain & swelling to right wrist. Site of angioplasty. Pt had I&d of right wrist abscess. Received antibiotics therapy IV. It was noted after 4 pts total developed this reaction, the possible source/cause was the catheter.